Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms 1 occurred with multiple cartridges. There was no adverse impact on customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.